Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. (B)(4) was returned to heartware for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a sustained decrease in power consumption and estimated vad flow on (B)(6) 2017 at approximately 02:28:57 to power consumption below the normal operating range. 2 low flow alarms have been logged on (B)(6) 2017 and 1 suction alarm was logged on (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Independent pathology report revealed evidence of thrombus within the pump. Of note, during explant, clotting was observed at the inflow cannula. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.  Based on the available information, the most likely root cause of the "low flow" event can be attributed to external factors such as thrombus formation at the inflow cannula. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Thrombus and infection are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include thrombus and are outlined along with potential actions to take and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
It was reported from the site by the clinical engineer that the patient was admitted to hospital on (B)(6) 2017 with complains of low flow alarms at home. Of note, patient had mentioned to site upon admission that he had been seeing primary care provider for cellulitis of the sternum. Tissue was cultured on (B)(6) 2017 and it showed "rare staphylococcus." Patient was prescribed suppressive po keflex x 2 weeks. Cultures of sternum performed on admission to site on (B)(6) 2017 continue to remain negative. On (B)(6) 2017, the site decided to perform pump exchange. Upon exchange, it was noted that inflow cannula was completely clotted. Pump was stated as being sent back for analysis. Patient currently remains in ICU, but is stable. No additional information available.